Event description:
It was reported by sales rep that preoperatively to a shoulder procedure on (B)(6)2022, it was observed that the 5 way footpedal device was not working when plugged in. During in-house engineering evaluation, it was determined that the forward pedal on the device was broken and not in place. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual observation shows marks of wear in the pedals and buttons. The pins of the connector and cord were in good conditions. Finally, it was found that the forward pedal was found broken and not in its place; therefore, the functional test could not be performed. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Since the functional test could not be performed by forward pedal condition; this complaint can be confirmed. The possible root cause for the forward pedal broken could be related to heavily use and procedural variables, such handling of the device or product interaction during procedure. However, it cannot be conclusively affirmed. As per IFU, prior to use, check the system components for damage. Check the cable integrity carefully. If there are signs of damage, do not use in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.